Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that the dexcom sensor stopped working and that he had already called earlier to report the failure. The patient stated that he was told to remove and replace the sensor. After his wife removed the sensor, the patient checked the device and noticed the wire was no longer on it but was inside his arm. The patient reported localized discomfort at the site and stated that it hurt when rubbed, especially when his shirt rubbed against it. He described the pain as not excruciating and mostly annoying. No other symptoms were reported. Medications were not discussed during the call. Due to the retained wire, the patient went to the hospital because he could not remove it himself. At the time of the call, the patient was at the hospital waiting room (unknown length of stay) and was waiting to be seen by the doctor. At the end of the call, the retained sensor wire had not yet been removed. A follow-up phone call was made on (B)(6) 2026. The patient confirmed that he went to the emergency room (ER) following the initial call on (B)(6) 2026 but did not provide any information about the duration of time spent in the hospital. He reported that x-rays were performed, but the retained sensor wire did not show up. The patient stated that no sedation was taken while the doctor used a scalpel and cut the area square. After cutting and digging around, the wire popped up, was grabbed with a hemostatic forceps, and pulled out. The patient stated that one or two stitches were placed to close it and that the stitches were then removed after two to three days. He stated that he was placed on unspecified antibiotics for infection purposes in which he took orally. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.